Event description:
This email is to inform you that on (B)(6) 2021, ge healthcare became aware of a patient death. Which involved another manufacturer's product. A medtronic puritan bennet, 980 ventilator was identified as having been involved with a patient death. Incident details: the hospital reported, that a patient suffering from covid-19 was being ventilated on a medtronic puritan bennet, 980 ventilator. When an alarm was missed by a nurse on duty. The patient died, while connected to the medtronic ventilator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).